Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the ccd driver pcb fluid damage, the ccd driver pcb malfunction, the electrical connector fluid damage, the electrical connector corroded, the lg cable connector fluid damage, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.